Event description:
Complainant alleged that medics were analyzing a patient in cardiac arrest and the device returned a "no shock advised" determination for a ventricular-fibrillation heart-rhythm. There was no indication from the complainant of any adverse effect on the patient as a result of the reorted malfunction.